Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that patient experienced a blood glucose of 40mg/dl, associated with a history/settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient had set her temp basal to (B)(4) less and was not sure why it stopped. Cts looked into the pump history and the basal rate had not been cancelled. The reporter stated it might have been user error for not setting the basal rate for the correct amount of time. The patient planned on visiting their healthcare provider in the morning to go over the pump. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.